Event description:
It was reported that during a laparoscopic cholecystectomy, the electrode tip seemed to be curved overly. The electrode tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.